Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the first implant was deployed. The red trigger was found in the activated position and a normal shape. No other anomalies were noted. A functional test was performed to the second plate. The red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause could be traced to it is possible that the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. As per IFU, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an arthroscopic anterior cruciate ligament and meniscal repair procedure that the truespan 24 degree peek device couldn't fix into the meniscus after deployment. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed. This is report 1 of 2 for (B)(4).